Event description:
Customer reported the insulin pump went into threshold suspend and blood glucose was 160 mg/dl. Sensor reading was 60 mg/dl. Customer was advised how to properly calibrate the device and how to properly insert the sensor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per specification due to high readings.